Manufacturer narrative:
Patient codes: 3189 ¿ surgical intervention, 1685, 1695, 2330. It was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that following the procedure the patient experienced abdominal pain, recurrent hernia repair, adhesion and abdominal discomfort. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.